Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced an event of mild stenosis of the fistula, requiring hospitalization and percutaneous intervention. The event was considered target lesion related and possible related to study device and study procedure.